Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015. The patient manages her diabetes with "glyburide and metformin" pills and stated that she had exercised on (B)(6). The patient reported that "one hour" after the alleged meter issue occurred her "blood sugar dropped low" and she developed symptoms of "chills and achy", however denied receiving any treatment. The cca noted during troubleshooting that the correct test strips were being used and the error message did not occur when the power button was pressed. When the patient was walked through a retest the issue was resolved. Replacement products were sent to patient. This complaint is being reported because the patient suffered symptoms that could be indicative of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although performance testing with blood did not confirm the reported issue, the retain test strips were found to be to be biased low at 100 mg/dl. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Followup #1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.